Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that one time he inserted his sensor and it was hard to remove the needle hub. He pulled harder and it removed. He noticed a plastic piece sticking up and he could not connect to his insulin pump. When he changed out the sensor, the sensor cannula was missing. Customer declined troubleshooting because everything was working fine after he changed everything out. Nothing further reported.